Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem. The system operates as intended. The ge rep checked cables and connectors for connection problems as a precautionary measure.

Event description:
The customer reported the keyboard doesn't work and the left monitor has a white band across the display. No pt injury was reported.